Manufacturer narrative:
Device is not available for evaluation. Two pictures were sent for further evaluation.

Event description:
On 03/03/2015 it was reported by the customer that on (B)(6) 2015 when connecting the infusion set vl on 90 (item number m46444900, batch number (B)(4)) they found the distal socket connector tube disconnected from the green connector, leaving the infusion set separated in two. The original sample was not received for evaluation. Instead two pictures were sent to the manufacturer for investigation. The pictures show a visible separation between the yellow pvc-tube and the green connector. Also, a tensile test was performed on one retained sample of the same batch with passing results. A review of the production documents did not show any deviations related to the complaint reason. The complaint pictures were forwarded to the production facility for further evaluation. The production facility indicated that the root cause was due to an assembly error. Re-training of the production assembly line staff was performed as a corrective action.